Manufacturer narrative:
According to the customer report the screen locked up after the case in question so that the biomed was not able to download the logs. To solve the detected issue the biomed reportedly has replaced the pcb responsible for the monitor control. The device was successfully tested afterwards and was returned to use. The replaced pcb was not provided for investigation so that a detailed root cause analysis was not possible. As the electronic device log file could not be downloaded also an analysis of the reported drop of the tidal volume could not be conducted. But it is imaginable that an external circuit leak leading to a loss of pressure, volume and fresh gas has caused the reported symptom. During power-on self-test and standby leak test internal and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) is the consequence. During use depending on the leakage size several audible and visible alarms are generated (e.g. Apnea, minute volume low, volume/pinsp not attained). Volume and pressure are permanently monitored so that an alarm is generated if set alarm limits are reached. Reportedly the device has posted audible and visible alarms to inform the user about the situation. The device was returned to use without further problems reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case the vt started to drop and the patient was bagged to complete the case. According to the biomed the unit did stop venting for a moment and came back on. Before shut down the following message came up on the screen "device cannot be used, call draeger service, vent fail, manual ventilation only possible." No patient injury reported.